Manufacturer narrative:
Depuy orthopaedics is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy orthopaedics has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy orthopaedics or its employees that the report constitutes an admission that the device, depuy orthopaedics, or its employees caused or contributed to the potential event described in this report. Investigation summary: the product was returned to j&j medtech orthopaedics for evaluation. Visual analysis of the returned sample revealed that attune shim sz3 5mm has broken corners at the back section. This type of damage is consistent with the device coming in contact with the saw blade while trialing, have usage and unintended forces, care should be taken to avoid saw blade excursion into the femoral trials or implants. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the attune shim sz3 5mm would have contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to unintended use error, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during loan kit inspection, by the loan kit technician it was identified that the shim has wear and tear damage and artic surf has a chunk taken out of the edge of it. There is no surgeon, procedure, or patient details available. No further information can be obtained as the case was not reported by the customer